Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized or treated for the event. At the time of this report, the patient was recovering and peritoneal dialysis therapy with extraneal and physioneal was ongoing. No additional information is available.